Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal-mid lad. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning/advancement to the lesion. The stent was not used in the patient. The procedure was completed using another medtronic device. The patient is reported to be alive with no injury.

Manufacturer narrative:
Image review: photo 1; image shows a resolute onyx device. Photo 2; image shows a stent. Deformation is evident to the stent with the strut raised. If information is provided in the future, a supplemental report will be issued.